Event description:
Cardio vascular treatment staff member was setting up for a procedure and noticed a strange substance/discoloration on a pair of mosquito forceps in the sterile pack. It looked blackish red almost like a burnt substance. They were not the normal shiny metal color.=================================================================the reporter indicated the 5 in. Curved mosquito forceps is part of the cardiac angiography pack. The lot number in this report is the kit's lot number. They used a new pack to complete the procedure.